Manufacturer narrative:
(B)(4). A follow up reprot will be submitted upon completion of the investigation.

Event description:
It was reported that the device failed to power up on battery power. The reported issue was confirmed by the field service engineer (fse). There was no pt involvement.